Manufacturer narrative:
Weight, ethnicity is unknown. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 at two months post-op with infection/inflammation and edema in both (ou) eyes post treatment. It was stated edema started 2 weeks prior. Topical steroids dosage was increased. The patient¿s chief complaint was that he was not happy day 1 due to blurry vision for one week in the morning and light stye. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/20 -8.25 x -1.00 x 7, left eye pre-op 20/30 -7.25 x -4.00 x 170.